Manufacturer narrative:
The event date with initial report was incorrect and correct date has been provided with this report. The information related to event was incorrect and correct date has been provided with this report. (B)(4).

Event description:
It was reported that customer ate something and did not remember giving himself a bolus, so he administered a bolus. The customer did not experienced high blood glucose level.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer treated with emergency room due to low blood glucose on (B)(6) 2020 with blood glucose of 21 mg/dl. Customer stated they were passed out in the yard while moving the lawn. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer declined troubleshooting. The insulin pump will not be returned for analysis.